Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The manufacturing representative reported that the patient had a lead revision done on the day of report. Post replacement on (B)(6) 2014 the patient had several fall that first month and the 5-6-5 lead moved to gutter. They were repositioning the lead on the day of report. Relevant medical history included spinal pain.